Event description:
Caller reported that the t:slim x2 pump battery was not charging and the pump screen remained dark. There was no adverse impact to the customer's blood glucose level. Initially, attempts to charge the pump using different wall adapters did not resolve the issue, so cts arranged for replacement charging supplies via two-day shipping. Upon trying another set of charging supplies later, the pump began charging successfully, and no further technical support was required.